Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient's the entire device was explanted due to allergic reaction. Their body was all red and they were allergic to nickel. They couldn't remember the exact date. It was 2 years ago and it was removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was clarified that the would did not heal well and the skin had some eruptions over the site. The patient was tested and found that they had a nickel allergy. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.